Event description:
It was reported that during a prostate procedure, the cap of the surgical fiber detached at 23,453 joules of use. There was no indication or report of any part of the device remaining inside the pt. The case was completed using a second fiber. There was no injury reported.